Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. No primary stability and implant surface not completely covered w/bone. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, abscess and numbness. No further patient complications were reported.